Manufacturer narrative:
(B)(4). The information provided on this form was previously submitted under manufacturing report number 1822565-2015-01274. Review of the device history records for the tibial plate identified a nonconformance report relating to the spiralock thread inspection, which resulted in two units being scrapped and all remaining units from the lot being reworked and re-inspected with no other failures. The required actions to address the nonconformance were completed and no other issues were identified, therefore this nonconformance is not a contributing factor to the reported condition. This device is used for treatment. A product history search identified no other complaints for the part and lot combination of the tibial component. The nexgen mis tibial plate surgical technique states that the mis drop down stem extension should be placed into the pre-drilled hole through the plate and hand tightened with the mis 6mm hex screwdriver. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that the surgeon was not able to insert the drop down stem extension into the tibia plate. The surgery was completed without the stem extension.